Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported by the patient that the hm3 (heartmate 3) controller was very hot even in the open air. This phenomenon occurred often so the site decided to give the patient a new controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: wire fatigue was noted as an incidental finding. The resistance of each wire of the power cables was tested and had higher than normal resistance of 0.5 ohm. Hi-pot test was performed revealing current leakage on the wires for the power cables. The power cables were stripped down to the wire and revealed damaged shield layer near strain relief of the connector and controller. The wires showed no damage. The reported event of a hot controller was not confirmed. The hmiii system controller, serial (B)(6), was functionally tested with the returned backup battery, serial (B)(6). The controller operated a mock circulatory loop for an extended period of time without any issue. The controller was then reconnected to a mock circulatory loop for an extended period of time and the maximum temperature did not exceed 26c which is within device specifications. A root cause of the reported events was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 13apr2019. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states that the acceptable temperature range for the system controller is 32°f - 104°f. It also cautions users to ¿not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f)¿. No further information was provided. The manufacturer is closing the file on this event.